Manufacturer narrative:
Date of event: unknown as information was not provided, the best estimate date is between 28-mar-2022 and 14-nov-2022. The device was not returned for analysis. Therefore, a visual analysis of the complaint device cannot be completed.a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain additional information regarding the event; however, the information was not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the zxt300 14.0 diopter intraocular lens (iol) was explanted from the patient's ocular dexter (right eye) in a secondary surgical procedure due to poor vision. A different lens, model diu300 of 14.0 diopter was used as the replacement. There were no complications, such as capsular tear, incision enlargement, suture(s) and/or vitrectomy reported. Patient outcome post-lens exchange was good, and no serious injury reported. No further information is available.

Manufacturer narrative:
Product investigation was completed, and the following fields were updated accordingly: section d-9: device available for evaluation: yes. Section d-9: date returned to manufacturer: 28-dec-2022. Section h-3: device evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut into three pieces. The lens was cleaned and, no issues that could contribute to or cause the complaint issues could be observed. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issues were not confirmed. The other observed issues during the product evaluation could not be confirmed to be related to a manufacturing or design issue. Conclusion: based on the investigation results, there is no indication of a product malfunction or product quality deficiency. The reported issue was not verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.